Event description:
The consumer alleges his chair broke in 2 pieces, causing him to be "thrown" backwards and hit his head on the concrete. No serious injury is alleged.

Manufacturer narrative:
No injury reported. Device has been in service for 5 years. Dealer was notified of a field correction on this chair. For unk reasons dealer did not act on field correction. Manufacturer contacted dealer and chair is in process of being repaired and updated.